Event description:
It was reported that the study coordinator was having difficulty getting her dell x5 handheld to interrogate devices. She clarified by stating that the devices would be interrogated successfully with the handheld but that there would be a significant delay in getting this accomplished. She stated that the device is not always charged properly between uses and understands that this may be contributing to her event. The study coordinator concluded by stating that she did not want to return the device as she is sure it is functioning properly but she did want to know if there is any way to avoid it in the future. The manufacturer recommended that she could re-insert the flashcard or perform a soft reset.